Event description:
Customer reports intermittent boot up problems. No pt injury was reported.

Manufacturer narrative:
The svc rep was unable to duplicate boot up problem. Did find quad output power supply voltages drifting and ac noise riding on dc signal. Ordered and replaced named part. Ensured proper voltage output by measuring and making slight adjustment to power supply output level to 5.15vdc. Verified sys booting up properly by repeatedly turning system on and off. Verified proper sys operation by making x-ray and checking sys functions ok. This sys is operating as intended.